Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5866-40m, lead adaptor. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with severe explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a microdislodgement occurred. During the revision procedure, the physician could not properly fix the lead so a new lead was implanted. It was also reported that during the revision procedure the physician lost the device right ventricular (rv) lead set screw. A new device was implanted. No patient complications have been reported as a result of this event.